Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The customer called a doctor and was diagnosed with a cellulitis infection over the phone. She was prescribed cephalexin for her infection. The customer wasn't getting better, so she went to her doctor and was diagnosed with (B)(6). The customer was given doxycycline (an antibiotic) to treat the infection and she said that the new medication is working.